Event description:
It was reported that the patient experienced mild vaginal/pelvic pain. The event was considered resolved/recovered with no sequelae as of (B)(6) 2015. No further patient complications were reported in relation to this event.